Event description:
It was reported to target that during the treatment of a pt, grade 1 with a 2.5-mm a-com pre-ruptured aneurysm, the physician first placed a gdc 10-ultrasoft; the end stuck out about 2-mm beyond the tip of the tracker excel-14 catheter. This caused some of the stiff part of the wire to extend beyond the tip of the microcatheter prior to deployment, as if one advanced way beyond the proximal marker. It ruptured through the top of the aneurysm during the first coil. He then deployed another gdc 10-ultrasoft coil. Gdc 10-ultrasoft coils and tracker excel-14 catheter were discarded after the procedure and are not available for evaluation. The pt rebled and died that day. The physician's concern is whether the solder to proximal marker is out of specifications on the gdc 10-ultrasoft coil.